Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had be exhibiting high thresholds for 2-3 months and a chest x-ray indicated a mid-septal position well within the heart. Two to three weeks later, the lead had dropped down into the apex and appeared to be outside the cardiac shadow indicating a perforation. The patient was taken in for a lead revision. It was elected to retract the lead helix and leave the lead in its current position due to the patient's age. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.